Manufacturer narrative:
Problem of lead suture broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during an unknown procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the suture broke together with the needle. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during an unknown procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the suture broke together with the needle. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. Additional information/correction april 20, 2017. This complaint report, MFR report# 3005099803-2017-01115, is a duplicate report on the event reported under MFR report# 3005099803-2017-01118. Any further information regarding the event will be reported under 3005099803-2017-01118.